Event description:
An issue was reported with the t:slim x2 pump, where the battery would not charge, leading to a pump shutdown. It was noted that the blood glucose level did not exceed 500 mg/dl during this time, indicating no adverse impact. The customer resolved the issue by changing the charging supplies, but the problem continued to occur. The technical support team advised restarting cgm sessions if the pump turns off and offered further assistance if necessary. They also arranged for replacements to be sent within two days.